Event description:
It was reported that the insulin pump alarmed but customer did not specify. Customer's blood glucose level was not provided. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Failure analysis revealed the insulin pump passed the error alarm test. No error alarms noted. The device was received with cracked reservoir tube lip.